Event description:
It was reported that the customer had an issue where the beeping would not stop at night. Customer stated that the pump is constantly asking for her blood glucose levels and she received a lot of lost sensors alerts. Customer feels that there are too many alarms. Customer would consider retraining. Customer did not have time to speak to the 24 hour help line. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).